Event description:
It was reported that upon a chest x-ray, the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was explant due to dislodgement. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.